Event description:
It was reported that the system shut down which can cause a total loss of navigation functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was reset during the service call. The system was tested and found to be working as intended and put back into service.